Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the physician discovered that the patient had a pericardial effusion. The physician performed a pericardiocentesis to treat the patient. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman flx pro delivery system with blood in the device. The implant was not returned. Visual inspection of the device found numerous kinks in the sheath. Product analysis could not confirm the reported events as clinical circumstances could not be replicated.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the physician discovered that the patient had a pericardial effusion. The physician performed a pericardiocentesis to treat the patient. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.